Event description:
The hosp reported that during preparation for a coronary artery bypass procedure, two heartstring seals did not load properly. When staff removed the heartstring seals from the packages, the seals were already slightly folded, so when they pushed the green buttons to complete the seal rolling, it did not seem to fold correctly and could not be loaded into the delivery tube. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hosp. This report is for the first seal.

Manufacturer narrative:
Investigation results: the visual inspection revealed that the delivery device was inside of the loader and the plunger had not been depressed. The seal was slightly folded and not properly loaded in the delivery tube. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance, which could have attributed to this failure mode.